Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the right eye. Preoperatively, the patient's bcva was 20/20-2 with +0.75 - 0.75 x 100. Approximately one month postoperatively, the patient experienced a gradual decrease in his distance and intermediate vision. Upon examination, the lens had vaulted asymmetrically in a z-configuration secondary to fibrosis. As a result the bcva changed to 20/20 with -1.75 + 0.50 x 010 (mrse). Yag repositioning was performed and vision improved to 20/20 (bcva) with -1.25 sph (mrse).

Manufacturer narrative:
Root cause: according to the physician, the root cause of the reported event of lens vaulting is related to fibrosis.